Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minimum fill notification occurred after the customer loaded 300 units of insulin onto the pump. There was no impact to customer's blood glucose level. Reportedly, the customer loaded a new cartridge into the pump and resumed insulin delivery.